Manufacturer narrative:
Product complaint (B)(4). Batch # r59x9k. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracic segmentectomy, on the second firing of the stapler, with a gold reload, no buttressing material, the stapler sounded funny when firing and after the firing, the cut was jagged and some staples formed and some staples didn't form. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.